Event description:
During a low anterior resection procedure, the screw head of the handpiece broke when tried to connect with the instrument. Another device was used to complete the case. There were no adverse consequences to the patient.